Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint "after one successful firing, the instrument was not recognized by the system when a new reload was inserted for the subsequent firing". Failure analysis found the primary failure of 'failure during initialization' to be related to the customer reported complaint. The instrument was found to have 12 times high drivetrain friction based on the log review. The instrument was placed on an in-house system and no initialization failure could be replicated. Upon inspection, the I-beam was manually driven out and a piece of green plastic, likely broken from the reload, was found in the I-beam indicator window. This reloads fragment likely contributed to the high drivetrain friction failures reported by the customer. The logs confirm that the reload used for the surgery was green. In house testing the instrument failed mechanical engagement. The instrument inputs failed to engage all three attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020, with parameters indicating that roll axis failed. A visual inspection of the instrument was conducted, revealing corrosion at the roll axis and manual inspection show a significantly higher friction as usual. Tests by the design department have confirmed that corrosion on the roller bearings is unlikely to occur during use but is more likely to occur after the procedure during cleaning of the device and during storage/transport. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between universal surgical manipulator carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. This issue can be resolved by using an alternate instrument to complete the procedure. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: the only reload fired with this instrument during the procedure was a green reload. The color of the fragment in the attached image appears to align with a fragment of the green reload used.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, customer reported that after one successful firing, the instrument was not recognized by the system when a new reload was inserted for the subsequent firing. The procedure was completing as planned with no reported injury.